Event description:
The manufacturer received information alleging a ventilator stopped working. There was no harm or injury reported. The device has yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate. The manufacturer previously reported information alleging a ventilator stopped working. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.